Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
The customer reported that a hydromorphone infusion (pca only) with a dose of 0.2mg (6mg/30ml syringe) with a lockout interval of 8 minutes and max limit of 4mg in 4 hours was noted to have approximately 0.1mg reduced dose discrepancies on various days on the same patient. (On (B)(6) 2019 at 21:36 = 12 demands delivered to the patient, 2.3mg drug delivered to patient. On (B)(6) 2019 at 15:08 = 26 demands delivered to the patient, 5.1mg drug delivered to patient. On (B)(6) 2019 at 07:00 = 17 demands delivered to the patient, 3.3mg drug delivered to patient. On (B)(6) 2019 at 19:00 = 34 demands delivered to the patient, 6.7mg drug delivered to patient. On (B)(6) 2019 at 04:11 = 31 demands delivered to the patient, 6.1mg drug delivered to patient. On (B)(6) 2019 at 20:49 = 2 demands delivered to the patient, 0.3mg drug delivered to patient. On (B)(6) 2019 at 08:20 = 3 demands delivered to the patient, 0.4mg drug delivered to patient.) There was no harm.

Manufacturer narrative:
The customer¿s report of pca dose discrepancy resulting in an under infusion was not confirmed. Analysis of the pcu event log contained no obvious programming errors that would result in the reported event. Alaris system maintenance software was used to test the barrel clamp accuracy, plunger force accuracy and the plunger position accuracy. The pca module passed all tests. Functional testing found pca module to be operating within specification. The root cause resulting in an under infusion was not identified.

Event description:
The customer reported that a hyromorphone infusion (pca only) with a dose of 0.2mg (6mg/30ml syringe) with a lockout interval of 8 minutes and max limit of 4mg in 4 hours was noted to have approximately 0.1mg reduced dose discrepancies on various days on the same patient. (B)(6) 2019 at 21:36 = 12 demands delivered to the patient, 2.3mg drug delivered to patient. (B)(6) 2019 at 15:08 = 26 demands delivered to the patient, 5.1mg drug delivered to patient. (B)(6) 2019 at 07:00 = 17 demands delivered to the patient, 3.3mg drug delivered to patient. (B)(6) 2019 at 19:00 = 34 demands delivered to the patient, 6.7mg drug delivered to patient.(B)(6) 2019 at 04:11 = 31 demands delivered to the patient, 6.1mg drug delivered to patient. (B)(6) 2019 at 20:49 = 2 demands delivered to the patient, 0.3mg drug delivered to patient. (B)(6) 2019 at 08:20 = 3 demands delivered to the patient, 0.4mg drug delivered to patient.) There was no harm.